Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a low blood glucose (bg) level below 70 mg/dl. Juice was consumed to address the bg level. Reportedly, the customer's bg levels were caused by their pump settings requiring adjustments. The customer was in touch with their healthcare provider in order to adjust the pump settings.